Event description:
It was reported that this pacemaker was part of a system revision due to infection. The patient was treated with intravenous antibiotics. Additional information indicated that the patient had vegetation in the lv lead growing on the mitral leaflets. There were no additional adverse patient effects reported. This pacemaker was explanted.